Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the clip applier jam? Yes. Did the clip applier not feed clip? No. Did clip applier fire malformed clip? Yes.

Event description:
It was reported that during a bypass procedure, the clip applier fired malformed clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.